Manufacturer narrative:
Initial.

Event description:
It was reported that a user on an insulin pump experienced multiple low blood glucose events while being active, with the cause unclear. Symptoms included insufficient information. Outcomes included either no health consequences or impact, or insufficient information regarding impact. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.